Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) requested electrocautery guidelines for surgery as one of the patient's lead is coming through the skin and described site as a non-healing wound. The hcp plans to cut off portion of lead that is coming out, send partial lead for cultures and then cover area with skin flap today.